Event description:
The customer reported noticing accutni patient results recovering higher on the access 2 immunoassay analyzer. Exact patient values were not provided to beckman coulter (bec). The customer then performed quality control (qc) which failed. Bec customer technical support requested patient results, qc calibration data and maintenance information for the reported event. The data had been sent to an off-site storage facility and was unavailable to bec for analysis of the event. Bec field service engineer (fse) assessed the analyzer at the facility.

Manufacturer narrative:
The fse found excessive fluid in the processed reaction vessels (rvs) which was attributed to a hole found in the aspirate tubing for probe #3.